Manufacturer narrative:
H6: investigation results - based on the available information, the patient meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of risk factors. However, the prosthesis wear and osteolysis cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
It was reported via a legal notification that a female patient, initial right hip implanted with novation crown cup hip replacement system and gxl liner, on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 7 years 1 month post the initial procedure. X-rays performed on (B)(6) 2022, showed views of the right hip which demonstrated evidence of polyethylene wear. The radiographic imaging identified new, enlarged lucency at the lateral aspect of the femoral component shoulder. On (B)(6) 2022, the plaintiff complained of pain, discomfort and stiffening in her right hip. On or around (B)(6) 2022 an MRI of her right hip was done due to clinical concern for polyethylene wear in a patient with a recalled hip prosthesis. The MRI of the right hip demonstrated areas of cystic resorption and fibrous membrane formation along the superior aspect of the acetabular component proximal portion of the femoral component, as well as synovial expansion. A total hip revision surgery was performed to remove and replace the defective hip implant. The clinical indication for the procedure was ¿periprosthetic osteolysis of the right hip joint¿ and ¿failure of recalled hardware of right total hip arthroplasty.¿ gross inspection of the explanted hardware showed yellow discoloration of the surface and backside. No device return anticipated. The specimens were submitted to the facilities biomechanics department for further analysis and preservation. The plaintiff required and continues to require medical treatment, care and follow-up, including extensive physical therapy, after the (B)(6) 2022 revision and replacement procedure. The plaintiff has suffered and will continue to suffer pain, stiffness and discomfort requiring medical treatment, physical therapy, monitoring and care. No further information.

Manufacturer narrative:
Serial #: (B)(4), catalog #: 180-01-48 - nv crown cup clstr hole 48mm group 1. Additional information, including the product investigation, will be submitted within 30 days of receipt.